Event description:
Philips received information from the field service engineer (fse) that while preventative maintenance (pm) was being performed, it was discovered that the v60 device is unstable on the stand. The cpu (central processing unit) cover tray is to be replaced to ensure that the v60 device is secured to the stand. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's field service engineer (fse) replaced the cpu cover tray to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.